Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul large diameter head 48/n on the right side on (B)(6) 2006. The head was implanted in combination with a durom us acetabular component 54/48 n, a versys hip system femoral stem fiber metal midcoat, and a head adapter l/+4; 12/14-18/20. The patient was revised on (B)(6) 2007. Due to unknown reasons. The stem and head were revised, the cup was stable and was not revised.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. Zimmer's reference number of this case is (B)(4).